Event description:
It was reported that in central processing, a broken cable was identified on a pk dissecting forceps instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any damage or wear. The broken strands stuck out at the instrument's wrist. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, a broken pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.